Event description:
It was reported that the system froze during fluoroscopy. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.